Manufacturer narrative:
Based upon evaluation of the returned sample and user facility information; based upon reserve sample evaluation. Visual inspection of the returned sample confirmed that the catheter wall had been ruptured from within the lumen toward outside. The appearance is consistent with the lumen having been subjected to an excessive pressure during injection. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with damage due to injection against an occlusion resulting in excessive pressure. The potential for such an event is addressed in the warning/caution sections of the device labeling by stating, "when injecting contrast media, do not exceed the maximum permissible pressure" and "before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel. All available information placed on file in the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the angiographic catheter developed "a hole" through the wall during a ufe case. Additional information included the following: the physician noticed contrast leaking outside of the catheter while injecting to confirm the catheter position; there was reportedly "no adverse effect" on the patient; and the procedure was completed successfully.